Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e216 scope communication error was present. Additionally, the image had lines in it that were turning black, after aeration, the image returned to normal. The subject device failed the leak test due to a leaking light guide. The distal end plastic cover was chipped and had scratches present. The distal end adhesive was peeling. The camera switch was not functioning properly. The insertion tube was dented, and the control body had fluid invasion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was displaying an e216 scope communication error during use. There was no harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the e216 error message and lines on the image were likely caused by leakage of the device resulting in water invasion and bad electrical contact of the circuit board in the scope connector, a definitive root cause could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.